Event description:
It is reported that pt underwent revision surgery due to recurrent dislocation.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not receive explanted devices or x-rays. The op report has been reviewed. It confirms a chronic incompetence of the gluteus medius tendon and excessive bone volume, which lead to anterior bony impingement. After the resection of the excessive bone, the tendency to dislocate was removed. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).